Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain and discomfort from the day of the procedure until the day it was removed on (B)(6) 2009. Prior to the sling removal, the patient was seen by a physician and had a cystoscopy done. The physician decided there was no erosion of the sling and the patient was told there was nothing wrong. The patient went to see another physician who found that the sling had eroded through the bladder which caused the intense pain and discomfort. The physician told the patient that it had been there a long time as stones had formed on the tape. The part of the tape that was inside the bladder, together with the stones, were removed on (B)(6) 2009. Following the procedure, the patient experienced stress incontinence, which was worse now than it was before she had the initial procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.